Manufacturer narrative:
(B)(4). It was determined that the cause of the peritonitis was unknown (previously reported as a touch contamination/break in aseptic technique). This is report 4 of 4. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. Through assessment of the culture result, enough clinical evidence was available to support that a touch contamination occurred. On the same day as onset, the patient was hospitalized and began treatment with vancomycin (daily, intraperitoneally, dose and duration not reported) for peritonitis. The patient was discharged from the hospital after eight days. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.